Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated.

Event description:
A starclose device was received at abbott vascular. The returned device has no visible blood. Step 1 was not performed as the exchange sheath was not clipped on the device. The plunger was engaged, and the vessel locator wings were deployed, however the clip had not been deployed (it was returned still in the device and deployed during evaluation).there was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as flex-guide and control wire bend. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the returned condition, it appears the device was not used in the patient because there is no evidence of blood, and the exchange sheath was not attached to the clip applier. It is possible that the condition of this returned device is an artifact of device handling/ manipulation outside of the patient anatomy. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.